Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Driveline extension cable # (B)(4) was returned for evaluation. One battery with unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned driveline extension cable in relation to the reported event. Failure analysis of the device revealed that the driveline extension cable passed visual examination and functional testing. Log file analysis revealed that 6 low flow alarms were logged on (B)(6) 2017. Power disconnect alarms are a low priority alarm and are therefore not recorded on the alarm log file; the alarm indicator will not flash red for a low priority alarm. As a result, the reported low flow alarm event was confirmed, but the reported power disconnect alarm event could not be confirmed. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the driveline extension cable from performing as intended. Based on internal investigation, the low flow alarms during the wet test may be attributed to insufficient de-airing during testing. Based on risk documentation and experience with events of similar circumstances, a possible root cause of the reported power disconnect alarm event may be attributed to a disconnection of the power source from the controller. Concomitant medical products: product ID 100us lot# serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that during the wet test, the watts had dropped and there was a low flow alarm. The alarm was muted, but there were more alarms noted including a power disconnect without the priority alarm or flashing red triangle. A different driveline extension cable was used to attempt the wet test again and the same alarms occurred. The decision was made to change the battery but keep the same driveline extension cable and attempt the wet test again and the wet test passed. No patient complications have been reported as a result of this event.